Event description:
It was reported that ten minutes into the case the blade stopped working, and the insulation pulled off on one side. No pt impact reported.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR.visual inspection of the returned std shaft insulation of the plasmablade ext did not exhibit the insulation peel back instead the enamel coating on the electrode was cracked. The finer grip was loose from the shaft. The cut/coag button was functional when buttons were actuated. Inspection of the lot history records for the reported lot did not note any anomalies during the mfg of the lot. The root cause of failure was due to handling techniques by the user which caused the enamel coating of the electrode blade to crack, and flake off.